Event description:
It was reported to dolphin medical personnel that a nurse picked up the pulse oximeter to take to a pts room and noted there was smoke coming out of it. She placed it in a metal sink filled with water. No pt was involved.